Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient, who was recently implanted and discharged home, reported chirping noises coming from their controller and noted that the pump running symbol was off for about 4-6 seconds. Upon interrogation in clinic, history log only went back to (B)(6) 2023 morning due to frequency of events. There were no alarms noted on the last 6 alarms recorded on the controller. The pump stop event was not confirmed, and the chirping noise was not continuing. The patient was stable at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm a pump stop that would have caused the green pump running symbol to be off. A specific cause for the reported event could not be conclusively determined through this evaluation. The patient reported hearing quiet ¿chirping¿ noises from his controller on (B)(6) 2023; refer to the controller investigation regarding these reported noises. The patient noted that the green pump running symbol was off for approximately 4 to 6 seconds. It was reported that the pump stop event was unable to be confirmed, and the ¿chirping¿ noise had not returned. The patient remains stable at home as of (B)(6) 2023. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Approximately 14 hours of information was captured in the controller event log file (23jan2023 22:10:42 ¿ 24jan2023 12:00:10 per timestamp). Of note, there were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older events, per design. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 2 "system operations" indicates that the pump running symbol on the user interface of the system controller is illuminated green when the left ventricular assist device is running. In section 4, "system monitor," the IFU explains that there are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D is currently available. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.